Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water nozzle appeared to be a white crystallized contamination which is believed to be an infacol (simethicone) type product but otherwise could not be identified. A definitive root cause of the issue could not be determined, as no additional reprocessing information was reported or available, however, due to the observed device water leakage, there is a possibility that the reprocessing could not be performed properly and the foreign matter could not be removed and or the use of an additive in the sterile water. The event can be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause preventive measures are described in patient cross-contamination and/or infection¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the light cover glass was chipped, the light and objective cover glass adhesives were worn, the distal end cap was worn, the bending section cover adhesive was worn, the insertion tube had minor marks, the aspiration housing color ring was worn, the switch had a hole, the light guide tube had minor marks, the connector was damaged, angulation was out of specification, the control knobs had play, air/water flow was out of specification, the electrical safety test failed and the leaking test failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope was no blowing any air. The issue was found during maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the air/water channels had foreign material. A white crystallized contamination, believed to be a simethicone type product, was found. The report is being submitted due to foreign material in the scope found during evaluation.